Manufacturer narrative:
The actual complaint product was not returned for evaluation. An image of the alleged device was provided. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 31-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report (B)(4) the following information: "date of event: aug-2024. The nurse was suctioning the patient's tracheostomy and noticed that the contents looked like tube feeding. She notified the medical team and stopped the tube feeds. There was concern that the tube may have broken apart inside the patient, so a x-ray with contrast were ordered to investigate. Around noon the x-ray with contrast confirmed that the feeding tube had in fact broken into two pieces inside the patient. The part of the tube that was bridled to the patient's nose was removed and it is broken at the 31-centimeter mark, implying that there is still a 30ish centimeter long piece of the tube inside the patient's stomach. Gi has been consulted to scope the patient and retrieve the other part of the tube. Feeding tube removed during upper gi endoscopy. Other information about the patient that may have influenced the outcome of the event: tracheostomy. Preexisting characteristics that may have contributed to the event: copd; morbidly obese." Additional information received 21-oct-2024 "patient died of acute respiratory failure. The death was unrelated to the tube failure."